Event description:
On the blue vent line, one way valve blood came out of the red "pop off" cap. It was continuous flow of blood. Occurred during cardiopulmonary bypass. Clinical discussion: the quest vrv valve was used in the blue vent line during an infant pt procedure. The blue vent was used as an aortic vent, and this vent was not utilized until just prior to the removal of the aortic cross-clamp towards the end of the procedure. Soon as venting was started, blood was dripping from the side port of the vrv valve. The valve was allowing blood to be directed to the pump, so venting capacity was maintained ... But blood was being lost via the side port. Estimated blood loss was 100 ml. The valve was removed in about 5 minutes and replaced with another valve. There was no need for transfusion and the case was completed successfully. There was no harm observed.

Manufacturer narrative:
Sample was rec'd and decontaminated. Pressure testing was performed. The valve leaked from the red cap at approximately 1 psi (about 50mmhg). Aside from the customer applied bone was around the valve cap and body area, there were no visual abnormalities that were detected. The valve looked identical to an inventory sample. We will provide follow-up as more info becomes available. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).